Event description:
It was reported that the right ventricular (rv) lead was exhibiting intermittent loss of capture and high thresholds. The lead was repositioned from the apex to the septum and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).